Event description:
It was reported that the patient experienced pump damage with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing pump was removed and replaced for a new one. The patient was doing fine after the procedure with minimal recovery time. No more information available at the moment, further information was requested. It was further reported that fluid leak due to damaged tubing was the cause for the replacement surgery. The patient did not experience any adverse event. No more information available at the moment. Should additional information become available, it will be provided. Product investigation complete. The pump was visually inspected. There was a leak in one pump kink resistant tubing (krt) at one pump cylinder strain relief junction that was the result of fatigue. The pump was not functionally tested due to contamination. The allegation of pump malfunction can be confirmed due to the pump leak and pump contamination. No more information available at the moment. Should pertinent additional information become available, it will be provided.

Manufacturer narrative:
B5, 2, h3,h6, h10 updated. Product investigation complete. The pump was visually inspected. There was a leak in one pump kink resistant tubing (krt) at one pump cylinder strain relief junction that was the result of fatigue. The pump was not functionally tested due to contamination. The allegation of pump malfunction can be confirmed due to the pump leak and pump contamination. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced pump damage with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing pump was removed and replaced for a new one. The patient was doing fine after the procedure with minimal recovery time. No more information available at the moment, further information was requested. It was further reported that fluid leak due to damaged tubing was the cause for the replacement surgery. The patient did not experience any adverse event. No more information available at the moment. Should additional information become available, it will be provided.